Event description:
It was reported that check plunger lever error when trying to complete preventive maintenance. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of thedevice. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A productsample was received for evaluation. Visual and functional testing were performed. The seal on plunger head was removed/broken and not on the case. The top case was chipped and cracked. There was a check clutch/ plunger lever error in event history log. The technician performed multiple flow and occlusion tests. The root cause for the reported issue was unable to determine. Replaced clutch half's left and right with leadscrew as a preventative measure, parts were over 8 years old.